Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. The customer's blood glucose level was not adversely impacted. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.